Manufacturer narrative:
Continuation of d10: product ID: 8780, implanted: on (B)(6) 2024, product type: catheter, product ID: 8780, implanted: on (B)(6) 2024, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign healthcare provider (hcp) via a company representative (rep) regarding a patient receiving baclofen (unknown dose and concentration) via implanted infusion pump. It was reported that after the patient's replacement in october [refer to manufacturing report#: 2182207-2025-00697 regarding the patient's replacement in october], the patient was good for 5 weeks and became spastic again. When the doctor refill the pump the volume was the same. The surgeon aspired the catheter and all was ok. The radioscopy was ok. The surgeon didn't control the pump journal so she asked the hcp to interrogate to see if the motor had stalled and she would decide what to do. The issue was not resolved at time of report. There were no environmental/external/patient factors that may have led or contributed to the issue. The patient's gender, age, weight, and medical history were asked, but unknown. The patient's status was reported as alive - with injury further clarified as the patient had a spasticity increase. The serial number for the pump and catheter were not obtained. The cause of the patient's spasticity increase after replacement was unknown. It was unknown if the pump and catheter were replaced again. It was stated that the surgeon was scheduled to see the patient in surgery last week. Additional information received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) indicated that the surgeon changed only the catheter last week but the catheter was perfect with no damage. It was stated that the hcp didn't keep it. The hcp increased the baclofen dose and the patient was less spastic.

Event description:
Additional information received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) indicated that regarding the status of the catheter, the hcp did not keep the catheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.